Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to medication. The customer's blood glucose was reported as being in the 400 mg/dl range. The customer treated with the insulin pump. The customer did not mention if auto mode was in use. The device will not be returned for analysis.